Event description:
Based on data from the 2024 annual report of the regional register of orthopedic prosthetic implantology (ripo) and the 2025 annual report of the dutch arthroplasty registry (lroi), several revision surgeries have been reported in the netherlands, and italy, respectively, following the use of the sl-plus femoral stems in primary total hip arthroplasty (tha): 1. Dutch arthroplasty registry (lroi) ¿ the netherlands: 2025 annual report a total of five thousand five hundred forty-five (5,545) hips underwent primary tha procedures between 2007 and 31-dec-2024, using a sl-plus femoral stem. From these, four hundred twenty-nine (429) hips were later revised due to other-unknown reasons. 2. Register of orthopedic prosthetic implantology (ripo) ¿ italy: 2024 annual report a total of three thousand seven hundred two (3,702) hips underwent primary tha procedures between 01-jan-2000 and 31-dec-2021, using a sl-plus femoral stem. From these, two hundred forty-seven (247) hips were later revised due to unknown reasons. Altogether, a total of 676 revisions has been reported in the above-mentioned registries for the smith+nephew devices referenced in this report.

Manufacturer narrative:
Reporting quarter: 1 (january 1 - march 31, 2026) url source: 10.1080/17453674.2017.1405669. Https://ripo.cineca.it/authzssl/reports.html . Summary of adverse events: based on data from the 2024 annual report of the regional register of orthopedic prosthetic implantology (ripo) and the 2025 annual report of the dutch arthroplasty registry (lroi), several revision surgeries have been reported in the netherlands, and italy, respectively, following the use of the sl-plus femoral stems in primary total hip arthroplasty (tha): 1. Dutch arthroplasty registry (lroi) ¿ the netherlands: 2025 annual report a total of five thousand five hundred forty-five (5,545) hips underwent primary tha procedures between 2007 and 31-dec-2024, using a sl-plus femoral stem. From these, four hundred twenty-nine (429) hips were later revised due to other-unknown reasons. 2. Register of orthopedic prosthetic implantology (ripo) ¿ italy: 2024 annual report a total of three thousand seven hundred two (3,702) hips underwent primary tha procedures between 01-jan-2000 and 31-dec-2021, using a sl-plus femoral stem. From these, two hundred forty-seven (247) hips were later revised due to unknown reasons. Altogether, a total of 676 revisions has been reported in the above-mentioned registries for the smith+nephew devices referenced in this report. Analysis conducted: based on the most recent safety and performance evaluation, the sl-plus femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. According to lroi registry report, a total of five thousand five hundred forty-five (5,545) primary tha procedures with an sl-plus femoral stem have been performed in the netherlands between 2007 and 31-dec-2024. From these, four hundred twenty-nine (429) hips underwent revision surgery. For italy (ripo), a total of three thousand seven hundred two (3,702) primary tha procedures with sl-plus femoral stems have been performed between 01-jan-2000 and 31-dec-2021. Based on overlapping confidence intervals at 10 years for lroi annual report, the cumulative revision rates for sl-plus with hofer-imhoff lubrimet and ep-fit plus acetabular components were not statistically significantly different than all uncemented thas for osteoarthritis. Based on nonoverlapping confidence intervals at 10 years, the cumulative revision rate for sl-plus with bicon-plus acetabular components was statistically significantly different higher than all uncemented thas for osteoarthritis. This combination is no longer certified/marketed. The reasons for revision were not provided by the lroi. For ripo annual report, based on overlapping confidence intervals at 10 years, the cumulative revision rates for all sl-plus combinations were not statistically significantly different than all primary tha. The reasons for revision were not reported. Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. Additional action(s) taken: no additional actions are deemed necessary at this time. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.